Event description:
Customer has not been using the pump since last year. It was reported that the customer had a couple of events with dka and stopped using the pump. At the time of the call, spouse was unable to troubleshoot because they did not have the pump. The contact was instructed to call back to troubleshoot. No further details.